Event description:
Zoll customer support reviewed the download of a (B)(6) female patient which revealed several service code 204s and belt communication errors. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204/communication errors) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.